Event description:
Procedure: laparoscopic low anterior resection. According to the reporter: egiaustnd was first fitted with 030458 reload and a crack sound was heard halfway through the firing. The stapler was removed and a new reload (030455) was fitted on the same handle but the jaws are unable to close. The case was converted to open and ta4535s was used to fire on the rectum and the rest of the procedure went on well. No reinforcement material was used. There was no unanticipated tissue loss. There was no tissue damage. There was no bleeding reported in excess of 500cc. The case was extended by more than 30 minutes.

Manufacturer narrative:
.